Event description:
It was reported that a dexcom g7 sensor used with the ilet bionic pancreas disconnected overnight and was not displaying blood glucose on the device, and the caregiver restored readings by toggling the app between dexcom g6 and g7 and reentering the g7 sensor pairing code, after which glucose displayed as high. Symptoms included hyperglycemia to 401 mg/dl. Outcomes included the caregiver being advised to monitor for trend and stability without need for medical intervention. Investigation included troubleshooting and education focused on cgm pairing and connectivity between the dexcom g7 and the ilet. Investigation of this case revealed a pairing failure limited to the ilet, which was resolved through software/app reconnection steps, indicating a transient connectivity issue without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error consistent with cgm-to-controller communication issues.